Event description:
"Implant broke". Contact reported of adverse patient consequence as a result of this situation. Additional information was requested and the contact reported that the device had broken postoperatively, and that the device had been in the body 2-3 years. As surgical intervention occurred an MDR is being filed to document this event.